Event description:
It was reported that the asymptomatic patient presented at a follow-up in clinic. Review of electrograms (egms) revealed the pulse generator was exhibiting r wave under-sensing. Programming changes were discussed, no intervention was performed. The patient was in stable condition.